Event description:
It was reported that the customer was hospitalized with dka. The customer had changed the infusion set the day prior to the incident. The troubleshooting conducted indicated the device was working properly.